Event description:
Kimberly-clark received a report from (B)(6) stating, "when lifting the child from the bed, the respiration tubing fell on the bed and showed a broken 'y' connector." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).

Manufacturer narrative:
A lot number of the device involved in this incident was not provided, so the device history record for this device could not be reviewed. The y-adapter involved in this incident was returned to kimberly-clark and evaluated. The returned y-adapter was missing the tip of one of the adapter connections, which based on the appearance of the newly formed edge was broken off the device. The broken tip remained inserted within the proximal end of a breathing tube, which was cut such that only the proximal end of the tube was returned (note: breathing tube was not a kimberly-clark device). Analysis of the returned sample could not determine a root cause for the broken y-adapter. Additional information from the reporting site indicated that the "y" adapter is not being changed as required by the directions for use. The site was advised to follow the directions for use regarding changing out "y" adapters. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.